Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported the arterial blood pressure value from a pressure monitoring kit was inaccurate on the first day of use. The value indicated on the monitor was around 30mmhg, whereas the expected value was around 100mmhg. The patient was not treated based on the incorrect value. Dpt zeroed before use. The data log was not provided. The device was exchanged and then around 100mmhg of value was indicated. Patient demographic information requested but unavailable. The following information is unknown 1) any abnormal waveforms were observed or not, 2) values and waveforms matched or not, 3) any error messages were shown or not, 4) any abnormal symptoms such as occlusion, leakage or kink were observed or not, 5) manufacturer of the patient monitor. There were no patient complications reported.

Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The reported event of pressure measurement issue was not able to be confirmed. Dpt zeroed and sensed pressure accurately on pressure monitor. Pressure did not show any drift during output drift testing, initial pressure equals 150 mmhg, final pressure equals 149 mmhg, and met specification per drawing 270378 rev. T, spec was plus or minus 1 mmhg over 8hr. Electrical testing showed that both input impedance, 2281 ohms, and output impedance, 299 ohms, were within specifications. Specifications were 1200 ohms to 3400 ohms for input impedance and 285 ohms to 315 ohms for output impedance per drawing 270378 rev. T. Zero-offset, minus 4 mmhg, also met specification per drawing 270378 rev. T, vex equals 6.000v and vo equals minus 0.000105v, spec. Was equal or less than 25 mmhg. No visible defect was found from dpt cable connector. Further evaluation regarding supplier related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.